Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment at the threads tot eh left side of the grip pad, and from the case seal to the bumper. The pump was opened to find no moisture.